Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report received, "thromboembolic event with on-x aortic valve - patient was not taking anticoagulation medicine."

Manufacturer narrative:
Multiple requests to the surgeon for additional clarifying information were made without success to acquire the following information: patient¿s current status, product serial number, exact date of implant, indication for implant, pertinent patient co-morbidities, patient¿s historic inr (international normalized ratio), plans for intervention, and proposed etiology. No response was received. Manufacturing records for the on-x valve used were not reviewed as a definitive serial number was not provided. A review of the available information was performed. On-x aortic patient (configuration/size/sn unknown) experienced a thromboembolism (te). Initial report indicates "patient was not taking anticoagulation," however no other additional information is available regarding details of the event. In any case, thromboembolism (te) and stroke are recognized potential adverse events for the on-x heart valve in the instructions for use (IFU) as they are with any mechanical heart valve prosthesis. The IFU states that patients with an on-x valve in the aortic valve position should be maintained on long-term warfarin anticoagulation which should achieve an inr of 2 .0 - 3.0 for the first 3 months after valve replacement surgery, after which the inr should be reduced to 1.5 -2.0. The addition of a daily aspirin at a dose from 75 to 100 mg is also recommended for patients with an on-x valve in any valve position, unless there is a contraindication to the use of aspirin. Objective performance criteria for rigid (i.e. Mechanical) heart valves indicate a historical rate of occurrence of 3.0% per valve year for thromboembolisms [iso 5849:2005]. Although the inr record is not available for this case, the proact study indicated that the on-x valve could be maintained at a lower inr without increasing the incidence of te [(B)(6) 2015]. Based on the information available at the time of this report, there are too many unknowns to establish what, if any, relationship the on-x valve has to this event. Nevertheless, te and stroke are both known risks associated with mechanical heart valve prostheses. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received, "thromboembolic event with on-x aortic valve - patient was not taking anticoagulation medicine."